Event description:
(B)(6), cma, from the doctor's office called us today to inform us that they had made a mistake when sending in the order on gel-one. The original order had stated it was the right knee and gave the ICD-10 for the right knee but (B)(6) called to say that it was their mistake and it should have been the left knee. They gave the injection into the left knee.